Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during implant, the right brain lead stylet broke when attempting to remove the stylet from the lead after insertion and fixation. The cause of the event was unknown and there were no contributing factors. The right lead was explanted and replaced. The issue was resolved after replacing the lead. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the stylet unknown s/n determined that the wire was bent, broken 4.7 cm from the proximal end. Analysis of the lead kit lot # 0211637516 found that the lead body was cut through and the product segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.